Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 85.6cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 23mm in length target lesion was located in the lightly tortuous, calcified, and 3.5mm in diameter left circumflex artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during withdrawal of the device, it was noted that the delivery shaft was fractured. No segment of the device remained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 23mm in length target lesion was located in the lightly tortuous, calcified, and 3.5mm in diameter left circumflex artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during withdrawal of the device, it was noted that the delivery shaft was fractured. No segment of the device remained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.